Event description:
It was reported that the patient was hospitalized after receiving inappropriate therapy for atrial fibrillation. Programming changes were done. Patient condition is good after the event.